Manufacturer narrative:
(B)(4). Device not returned therefore no evaluation was performed. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
This is a (B)(4) complaint. On (B)(6) 2010, the care giver (cg) stated that the home patient (hp) completed therapy and was off the machine but felt like he was bloated. During a follow up call on (B)(4) 2010, the following information was obtained from the nurse. The patient was hospitalized on (B)(6) 2010 for 3 days for questionable peritonitis. It is unknown what interventions were required for the event of peritonitis. Prior to hospitalization the patient reported experiencing weakness, shortness of breath, shakiness and low blood pressure. The nurse saw the patient on (B)(6) 2010 and the patient's condition (as well as the events mentioned) were still the same and had not really improved. The hp was taken off extraneal last month (specific date not known) and resumed therapy with extraneal on (B)(6) 2010. The nurse declined to provide further details about the hospitalization or peritonitis.